Manufacturer narrative:
Product event summary: analysis confirmed the reported event, as a result the hard drive was reimaged and software was reloaded. It was also noted that the power cord bay had a broken tab on door and the system fan was noisy.

Event description:
It was reported the programmer froze by the medtronic logo when powered on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).